Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had rewind anomaly. The customer¿s blood glucose level was 233 mg/dl at the time of the incident. The customer had attempted to rewind the insulin pump and the act button did not work. The customer was advised that the insulin pump need to be replaced. The device is expected to be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened button dome switch .the keypad connector on lcd is locked properly during visual inspection. Unable to verify rewind anomaly and perform self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no button response.